Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
Visual inspection: inspection of the provided photo regarding the shell can confirm wear on the rim of the shell likely due to dislocation. During the investigation it was determined that the shell had loosened. The event was confirmed but the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Update: as per x-ray image, the shell disassociated from the stem.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot x-rays confirm dislocated hip with loose acetabular. Need clinical history, operative reports and progress notes. During the investigation it was determined that the shell had loosened. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Update: as per x-ray image, the shell disassociated from the stem.

Event description:
Revision of total hip replacement.